Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in albany, new york. Medical intervention was required to prevent further patient injury. An adverse event was reported in which the subject experienced anemia and a nosebleed during hemolung therapy. The data log from hemolung therapy has been retrieved and reviewed by both clinical and software engineering staff. During hemolung therapy, a 102 error occurred in which the o2 sensor value was greater than 24%. The controller software operated as intended by stopping the pump. Technical support was provided to the clinical staff in which they power cycled device and chose to continue the hemolung therapy at their discretion. No abnormalities were noted within the co2 removal and blood flow graphs. Hemolung therapy was provided as intended. It is noted that this alarm has no correlation to anemia in this subject and is unrelated. No CAPA was opened because of this event. Anemia is a known possible occurrence with extracorporeal hemolung therapy. Review of the controller data log show that hemolung therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Receieved a report of a patient experiencing anemia and a nose bleed during hemolung therapy.